Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the pa was just starting for branch with a vasoview 6 pro and the device would not activate. It was taken out of the leg and put on a wet 4x4, changed out the active return cord, non-sterile forceps and the cautery worked. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for lots jf876078 and jf876078, the last 2 lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).